Event description:
It was reported that the wireless battery module caused the pump to "restart."

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and found the device to restart a spectrum pump without user input caused by fluid intrusion. Further investigation found that the fluid intrusion was due to an insufficient amount of grease applied to the latch area of the wireless battery module. At this time, the date of event in unknown.